Manufacturer narrative:
This report is submitted on march 10, 2022.

Event description:
Per the clinic, it was reported that the device was explanted (specific date not reported) and the patient was re-implanted with another cochlear device on (B)(6) 2021. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on april 18, 2022.